Manufacturer narrative:
Corrected data: b4. "08/14/2024" should be removed and "07/17/2024" should be added. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was replaced, and this resolved the problem. Cause of the event was unknown.